Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 a no audio alert on g6 mobile app occurred. Data was returned and evaluated. The reported event of a no audio alert on g6 mobile app was confirmed via data. A probable cause could not be determined. No additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.